Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) half day infusor device had ruptured after being filled. The device was filled with 160 mg furosemide in 30 ml of sodium chloride. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation, (B)(4). A batch review was conducted and revealed that the product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation, per the customer, however the device has not yet been received. Should the device and/or any additional information become available, a follow-up report will be submitted.